Event description:
Caller alleged discrepant precision results using the inratios meter: results as follows: date: (B)(6) 2011, inratio: 1.5, re-test: 5.7, re-test: 6.1, re-test: 7.5. Results were obtained all within a few minutes. Patient had a high result a few days ago (specifics not provided), so her coumadin dose was lowered. She was expecting to get much lower results when testing. Patient's son (B)(6) called on his mothers behalf. Thought that 1st test (1.5 result) may have not had enough sample. Temperature has been very high in the area recently; said that it was possible that strips got above 90 degree fahrenheit after receipt. Patient reports being stable and in range for a long time. Had levaquin in hospital about 3 months ago and has had trouble since then. Takes coumadin due to atrial fibrillation. Patient's temperature has been around 100 degree fahrenheit for past few weeks; doctor not sure why. Patient has also had a light yellowing at fingertips recently that may indicate liver trouble, but no blood tests have been done yet.

Manufacturer narrative:
Investigation pending.